Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure to treat vt, ventricular fibrillation (vf) was induced during radiofrequency delivery in proximity to a right ventricular lead implantable cardioverter defibrillator leads (another manufacturers rv ICD). In this procedure, excessive ablation of left ventricle (lateral to septal, basal to apical) was done. Also, cavotricuspid isthmus (cti) ablation was included. None of these energy deliveries showed abnormalities. After ablation of the left ventricle it was decided to add a couple of lesions on the right ventricular septum. Every lesion there resulted in vf and showed excessive noise on all intracardiac leads (cs, rv, and all minis of catheter) and all 12 lead electrocardiograms (ECG). During the procedure the ICD was programmed to vvi and ICD therapies were programmed off. After first delivery and cardioversion, it was decided to perform a second ablation which resulted in induction of vf without showing any abnormality in the ablation graphs. Cardioversion was performed again. The procedure was aborted and the patient was under general anesthesia. It was noted that the energy settings used were 60 degrees temperature limit, 40 percent current limit, and 30 seconds maximum duration. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.